Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported complaint was not identified.

Event description:
Customer reported that a pt on the post cardiac surgical telemetry unit required tpa to declot a central line after blood had backed up in the line. The customer did not clamp the central lines because they were concerned that clamping might affect the ability of the valve to function properly. No pt harm or medical intervention was reported. No further pt/event information was reported.